Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port, one catheter and one cath lock were returned for evaluation. Visual, microscopic, tactile, functional and dimensional evaluations were performed. Under microscopic observation, multiple puncture access was noted on the port septum. Residue was noted to the port stem. The returned catheter and cath lock were disconnected. Tool damage was noted on the cath lock. A complete circumferential break was noted on the proximal end of the catheter returned. The edges of the complete circumferential break on the proximal end of the catheter returned were noted to be uneven. The surface was noted to be finely granular throughout. Therefore, the investigation is confirmed for the disconnection issue and identified fracture and material separation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. Post the procedure on (B)(6) 2025, it was noted that the catheter disconnected from the port. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. On (B)(6) 2025, post the placement, it was noted that the catheter detached from the port. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port, one catheter and one cath-lock were returned for evaluation. Visual, microscopic, tactile, functional and dimensional evaluations were performed. The catheter measured approximately 19.3cm in length. A complete circumferential break was noted on the proximal end of the catheter returned. The edges of the complete circumferential break on the proximal end of the catheter returned were noted to be uneven. The surface was noted to be finely granular throughout. The returned catheter and cath-lock were loaded to the port body for further evaluation. No loose fitting of the components was felt throughout. However, the proximal catheter segment was not returned. So, disconnection could not be verified. Therefore, the investigation is confirmed for the identified fracture and material separation issues. However, the investigation is inconclusive for the reported catheter disconnection issue as the proximal catheter segment was not returned. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. Post the procedure on (B)(6) 2025, it was noted that the catheter disconnected from the port. There was no reported patient injury.